Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the cgm reading was low mg/dl. The patient experienced nausea and vomiting. The patient did not have a bg meter in order to perform a calibration for comparison. The patient self-treated the low mg/dl cgm reading by eating. A few hours later, the patient became unconscious. The patient¿s husband took her to the hospital, where her bg reading was 1022 mg/dl while the cgm reading was still showing as low mg/dl. The patient was admitted to the intensive care unit (ICU) and treated with IV insulin and fluids. She also had lab work and an ultrasound done of her kidneys. The patient recovered and was discharged two days later. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.